Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently it is unk whether the device may have caused or contributed to the event. The pt had multiple meshes in place when the composix kugel was implanted. "The bowel was stuck incredibly tightly to the prior mesh placed and was taken off with extreme care in order to avoid enterotomy". The medical records note the pt had developed adhesions and fistula which are listed as a possible adverse reactions in the product's instructions for use. Although the medical records indicate an excision because of infected mesh, the medical records do not indicate that the composix kugel was the source of the infection. The product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. A review of the mfg records and sterilization records was performed and there was no evidence of a mfg related cause for the reported event. Based on info provided, no conclusions can be drawn.

Event description:
The initial attorney report alleged pain, disfigurement, explant and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 -the pt underwent repair of a recurrent incisional hernia with a composix kugel mesh. Medical records note, the pt had multiple meshes in place when the composix kugel was implanted. "The bowel was stuck incredibly tightly to the prior mesh placed and was taken off with extreme care in order to avoid enterotomy." On (B)(6) 2006- the pt underwent total excision of infected mesh on the abdomen wall, resection of small bowel containing enteric fistula and abdominoplasty for hernia repair.